Event description:
It was reported that during implant, the helix of the lead was unable to retract. The lead was not used and another lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. The distal conductor was distorted. It was also noted that the distal conductor was fractured (overstress) along with blood in/on the helix/lobe mechanism. Visual analysis indicated that the helix would not extend or retract due to the distal conductor distortion with the connector and the lead was damaged at implant.